Manufacturer narrative:
Implant broke during insertion. No product analysis possible - product wasn` t returned for evaluation. No product data are available.

Event description:
Implant broke during insertion.